Event description:
It was reported that the device exhibited a measured battery data of 2.51 v, 16 kohms with an eri flag. Three months previous, the measured battery data was 2.66 v, 1 kohms. The patient was pacemaker dependent.